Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line/set). This event occurred during dwell cycle three of four of peritoneal dialysis therapy while the patient was connected. The patient completed therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.